Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1592 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the technician performing the PICC line procedure had difficulty with the stylet during insertion. The stylet was removed and measured with a measuring tape. It was stated while the stylet held against the tape, the tip of the stylet broke off. X-ray confirmed no foreign object was retained.